Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to the patient being unable to internally rotate their foot. There was a suspected failure of the taper junction or proximal body locking screw. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 11-300820, lot#: 66456848 arcos 20x150mm spl tpr dist. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.